Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing reservoir tube o-ring, missing end cap sticker, cracked case at reservoir tube window corners, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged and the reservoir would not stay in place. The customer's blood glucose level was 81 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.